Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (INS) for urge incontinence and urinary/bowel dysfunction. It was reported that the implant was deactivated because the patient kept having UTI, thus, the patient stopped using it. No further detail available. The agent gave caller National Answering Service (NAS) contact to page a manufacturer representative (rep). The patient didn't have handset with them.

Manufacturer narrative:
B3: Event date is not known. Please see B5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.